Event description:
Note: this report pertains to the one of three devices that reportedly malfunctioned during the same procedure. Refer to associated manufacturer report# 6000048-2006-00232 and 6000048-2006-00233 for a description of the other event. It was reported to boston scientific corporation (bsc) in 2006, that a resolution clip device was used during an esophagogastroduodenoscopy procedure performed one day prior, (patient gender, age and weight are unknown). According to the complainant, during the procedure the clip will not deploy. This issue occurred with three clips in the same procedure. The procedure was completed with a gold globe (manufacture by bsc) and cauterized it. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
No consequences or impact to patient - deploy, the complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.